Event description:
Ventricular pacemaker lead malfunctioned due to lead fracture. Since the ventricular pacemaker lead needed to be replaced, the atrial lead which was on was also replaced and a new generator with both leads was implanted on rt side. Old pacemaker was explanted.